Event description:
It was reported a vns therapy handheld programming computer will not turn on, despite being plugged in overnight. Attempts to obtain the handheld for analysis have been unsuccessful to date.